Event description:
Testing blood sugar and has multiple readings that range 170-104. He took the test 4 different times. He needs to know if he's needing to take his medication or not. He's been having this issue for a while now. He called in before and the company replaced the strips and he's having the same issue. Lo 50, 51 hi was 300, 301. Test strip vial rages: lo 32-62 high 281-371. He stated the bottom line is this; he doesn't have much faith in the meter, he's trying to get his diabetes reversed and needs a machine that's accurate. I explained to (B)(6), he cannot use the same blood sample back to back. I also explained to him the proper way of taking his blood sugar.